Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during the fill cannula process. The customer stated they were unable to rewind the insulin pump. Customer's blood glucose was unknown. The customer reported getting into the pool with the insulin pump the year prior. Customer also stated they were able to complete the rewind sequence on their insulin pump at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.